Manufacturer narrative:
The customer stated the instrument was in normal operation. Clinical history of the pt was not supplied. Per customer, system check was completed on (B)(4) 2007. For this event, pt sample was not available. Thus, additional testing could not be performed by beckman coulter, inc. The root cause of the event is unk. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to 2122870-2011-01726.

Event description:
The customer reported elevated troponin (accutni) pt results on three samples that exhibited signs of heterophile interference involving unicel dxi 800 access immunoassay system. This report refers to the event on (B)(6) 2007, report one of two. It is unk if the erroneous result was released out of the lab or whether a change in pt treatment was associated with this event.